Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received shock therapy that successfully converted an arrhythmia. Review of the treated episode demonstrated an irregular rhythm with possible atrial activity, and the electrograms were referred for electrophysiology review to confirm the diagnosis. The patient had a known history of atrial fibrillation, and minor t-wave oversensing associated with premature ventricular contraction (pvc) was observed. The electrode remains in service. No adverse patient effects were reported.